Event description:
It was reported that the patient received inappropriate therapy and was seen in the emergency room. It was also reported that tapping on the device resulted in oversensing on the right ventricular lead. The lead was fractured. The lead was capped and replaced. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.